Event description:
Baxter affiliate reports one incident of a blood leak with a tricea 210 dialyzer. It occurred some time in september. The incident occurred at the onset of treatment and the leak was noted by an audible machine alarm. No significant blood loss was noted. Report states that there was no pt injury or medical intervention associated with this incident.